Manufacturer narrative:
The customer's device was evaluated at the product assessment center (pac) and the reported issue of "device will not power on" could not be confirmed. A cause of the reported issue could not be determined. The customer has been provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.